Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence concurrently with a partial hysterectomy. Due to erosion, pain, infection, bleeding and dyspareunia the patient underwent mesh explantation on (B)(6) 2011. It was reported that the patient had a tape implanted concurrently with a full hysterectomy on (B)(6) 2012. (B)(4).